Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies or failed battery alarms were noted during testing. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had recurring motor error alarms, but was able to rewind. Blood glucose level at the time of the incident was 187 mg/dl. During troubleshooting, the customer stated that the alarm history showed more than one motor error alarm within the last thirty days. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.